Manufacturer narrative:
(B)(4). Batch # t93l75. Investigation summary: the analysis results found that the mcl20 device was returned with a clip in the jaws. In addition, the tyvek from another device was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 6 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. In addition, 2 photos were received for review. Upon visual inspection of two photos, the following was observed: the first photo shows two clips not properly formed from top view. The second photo shows a ligaclip and two clips not properly formed from top view. Based on the photo alone, the event describe is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have. Been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified.

Event description:
It was reported that during a thigh biopsy, the doctor tried to place a clip and upon delivering the clip, it scissored when clip was deployed. This occurred twice followed by a malformed clip. A second like device was used to complete the procedure. There were no patient consequences reported. This is all the information known/available regarding this event.